Event description:
The patient initially had previously experienced rod breakage bilaterally and revision surgery was performed on (B)(6) 2012. The event was reported on mfg medwatch report no. 1526439-2012-00194. The patient has a t4-pelvic construct with multiple levels of inter-body (concorde bullet). On (B)(6) 2012, the surgeon performed another re-operation because two viper2 rods broke at another level (approximately l2-3 bilaterally. The patient is reported to be a heavy smoker and states that she broke the rods both times while bending over and picking up objects. On the first occasion it was heavy boxes and the most recent it was her grandchild. When explanted, the rods had a heavy coating of black material of unknown origin on them. Additionally, it was reported that the patient had adult scoliosis/deformity and had also sheared a 7.0mm expedium ti screw for which the screw head had sheared off from the device. The screw shaft was left in the patient. The following mfg. Medwatch reports are being filed for the two viper2 rods and one expedium screw that are reported to have broken: 1528439-2014-11519, 1526439-2014-11520, 1526439-2014-11521.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Screw head retained by customer.